Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant by a medical professional. The affected side was not provided. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of implantation and event were not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging in addition to bilaterally acquired breast deformities by a medical professional. As a result, the patient underwent unilateral removal and replacement with a right-sided 400cc mentor memorygel breast implant. There was no reported surgical intervention or breast implant removal for the left breast/breast implant. As an event for the contralateral breast was reported, another filed was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-09409 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2023, the mentor analysis lab received the suspect medical device for evaluation. On august 23, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2023, mentor received additional information. The patient was diagnosed with a ruptured right breast implant and the following information was provided. Date of event: (B)(6) 2023. Date of implantation: (B)(6) 2019. Implant information: procedure: primary breast reconstruction, size: 400cc, brand name: mentor memorygel breast implant, catalog: 3505400bc, lot: 7572833, serial: (B)(6). The patient's ethnicity, race, and age at the time of event were provided as not hispanic/latino, white, and 51 years old, respectively. The patient's date of birth was also provided. The appropriate fields have been populated. A manufacturing record evaluation (mre) was performed on lot 7572833, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).